Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula issue. The blood glucose level was 700 mg/dl and the patient self-treated it with a bolus via the pump. Subsequently, the patient was hospitalized and received insulin drip as corrective treatment which resolved the issue. The infusion set had been in use for 24 hours. The patient was hospitalized for ten days there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.